Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 600 mg/dl. It was unknown that the auto mode feature was active at the time of incident. Customer stated the insulin pump was not turning on. Customer declined trouble shooting. No further complications were reported. The customer will discontinue to use the device.